Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose. Customer stated that they were not receiving correct amount of insulin and smells insulin. Customer was treated with manual injection related to their high blood glucose. The user alleged the insulin pump was under delivering insulin due to leaks. Auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.